Event description:
I use a freestyle 3 continuous glucose monitor (just switched from freestyle 2 14 day sensor). I went to bed and the next thing I know is I was being waken up to paramedics putting a sticky syrup in my mouth. After a few more treatments with medication, the paramedics said my glucose reading was coming up to 30. The paramedics took me to the hospital where I stayed in the emergency room until about 10:30 am when I was released. When I was released, my sensor said to "replace existing sensor with a new sensor." I called abbott to ask if they were going to pay my medical bills for the ambulance and the hospital? They offered to replace the sensor but that is not enough. Before I went to bed, the sensor said I had 7 days left before I had to change to a new sensor. I checked before I went to sleep. Customer support said I had an "error code of 380" message. What does error code 380 mean on the freestyle libre 3? Also, how long does the freestyle libre 3 sensor last? The iphone 14 app says change every 14 days. The box that came from the pharmacy says "use as directed and change sensor/site every 10 days." I believe the sensor never gave an alarm for a low blood sugar. It did not perform as promised. This defective sensor nearly cost me my life. How do I sue abbott? How can the FDA assist me?